Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The complaint device was returned for evaluation. The investigation was unable to determine a definitive caused for the reported difficult clip deployment; however, the reported device operates differently than expected (actuator knob retraction) was confirmed to be related to user technique. The review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4)

Event description:
This report is being filed since the clip delivery system (cds 50508u113) inner component partially retracted during clip deployment. Following, the clip was difficult to deploy requiring intervention. It was reported that this was a mitraclip procedure to treat mixed degenerative and functional mitral regurgitation (mr) with a grade of 4. The a1/p2 leaflets were successfully grasped. For clip deployment, the actuator knob was rotated 8 times counter-clock wise, without issue. While retracting the actuator knob, the crimping cam partially retracted from the delivery catheter housing. Following, there was difficulty deploying the clip. The clip was not separating from the delivery system. The delivery catheter handle was moved forward and backward until the clip detached. The clip remained well seated and at the desired position. The mr was reduced to 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.